Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Additional information/device evaluation. Device evaluated by manufacturer - additional.  Event problem and evaluation codes -  additional. Device availability - additional.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Battery testing was performed and failed. A bin file analysis was performed and errors were found. A probable cause could not be determined. No additional event or patient information is available.